Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated patient being transferred from bed to wheelchair and lift broke by the pump area. Reporter stated the lift just came apart. Reporter believes there were 2 attendants present operating the lift. Reporter also stated he was not aware if an invacare sling was being used on the lift. Reporter stated his maintenance department just did a routine inspection that morning on the lift. Resident was taken to local hospital and evaluated and received stitches on back of her head. After the stitches she was returned back to the facility. Number of stitches unknown.